Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use during a procedure, the external pulse generator (epg) had a pacing failure. Another epg was used and the issue was resolved. It was recommended that the epg be returned for service, but its current status is unknown. No patient complications have been reported as a result of this event.